Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user had no connection between the ilet pump and a g7 sensor after being away from the pump for an extended period and subsequently regained readings on the home screen before troubleshooting could begin. Symptoms included no adverse clinical effects, and there was no report of hypoglycemia or hyperglycemia. Outcomes included no change in therapy and no need for medical care or hospitalization. Investigation included customer service review of the complaint and preliminary troubleshooting readiness. Investigation of this case revealed that the loss of connection resolved upon the user¿s return to the pump environment, consistent with a temporary communication interruption without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related circumstances leading to transient loss of connectivity.